Manufacturer narrative:
Philips service identified that the x-ray tube replacement is pending, and the grid switch defect was resolved. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray tube defect after 2 years; vacuum leakage confirmed on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.